Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial colectomy procedure, when the surgeon tried to fire the device. The knife stopped in the middle and the firing could not be done to the end. They then used another reload to resolve the issue in order to complete the case. There was no patient injury.